Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of fungal peritonitis with culture positive for candida in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was treated with vancomycin (1.5 gm, loading dose, ip), meropenem (1 gm, loading dose, ip) and began daily remedial treatment with tobramycin (40 mg, ip). On (B)(6) 2010, the pd therapy was discontinued and the pd catheter was removed. On the same day, tobramycin therapy was also discontinued. It was unknown whether the peritonitis resolved. The patient remained hospitalized at the time of reporting. Upon follow-up with the nurse on (B)(4) 2010, it was found the patient was hospitalized from (B)(6) 2010.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.